Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, or external factors and handling. Olympus will continue to monitor field performance for this device.

Event description:
Customer sent a repair request reported with an issue of "poor movement of the tip" (angulation malfunction). The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the flexible tube coating is peeling and has come off (1mm 2 or more). This report is being submitted for the flexible tube coating material peeling found on device evaluation.

Manufacturer narrative:
Device return evaluation was completed . Device evaluation found the bending angle is insufficient due to the elongation of the angle wire. The customer reported issue of " poor movement of the tip" , angulation malfunction could be confirmed. Additionally, inspection found peeling of the flexible tube coating material. It has come off (1mm2 or more). Furthermore, the following findings during inspection were noted on the device: watertightness is not maintained due to holes in the insertion tube due to external factors. Watertightness is not maintained due to holes in the curved rubber due to external factors. The curved rubber adhesive is missing. Abnormal noise is observed during angle operation. Investigation is ongoing. This report will be supplemented accordingly following investigation.